Event description:
It was reported by a customer on (B)(6) 2011 during the procedure the laser system repeatedly received error 210 which caused the system to shut down. Per the customer, the laser was shut off/on multiple times. Also, it was reported the procedure was able to be completed.